Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 3.5, reference = 2.0, mean = 2.70, confidence limits = 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. (B)(4). Action threshold (B)(4) has reached. Strip lot in complaint has strip code 62935 which brick lot number 237418 was assigned and packaged into two strip lots (247450 and 247451). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.4, lab: 2.0. Patient therapeutic range 2.1-3.0.